Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (weak vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered on with light vibration. The audible alarm feature functioned normally. Unrelated to the complaint of weak vibration, the display was found to be blank. There was visible moisture on the display. The pump data was not able to be downloaded due to moisture ingress. The pump¿s cover was removed and moisture corrosion was found on the printed circuit board and motor assembly. No moisture was found in the battery compartment.